Event description:
Patient's family reports issue with curlin pump. Family stated that pump was giving error message "timed out". They were not able to do infusion and medication was wasted as the vial was already spiked when error message occurred. Unknown if provider office is aware of delayed/late dose. Pharmacy is still in process of scheduling order for new curlin pump and replacement vial of medication. No adverse events reported. Serial number not provided. Myoclonus.